Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. It was noted the guidewire was not returned and testing was performed with a new guidewire. The analyst commented the guidewire insertion test failed and destructive analysis found blood obstructed in the distal conductor. (B)(4).

Event description:
It was reported that during the implant procedure, the guidewire could not pass a point in the proximal portion of the lead tip and the lead exhibited placement difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.